Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic having intermittent low flow alarms. The patient did have alarms for almost an hour while in computed tomography (CT) scan and was being admitted. CT angiography (cta) transcatheter aortic valve replacement (tavr) results from on (B)(6) 2025 showed a partially occlusive but significant thrombus in the outflow graft tract. The log file captured intermittent low flow events starting 10may2025 and was becoming more frequent over the course of the past week. On (B)(6) 2025, long periods of low flow events were noted. The patient was being admitted to the intensive care unit. Cardiothoracic surgery and interventional cardiology were consulted and both recommended medical optimization. The blood pressure continued to be controlled, and the international normalized ratio was being maintained at 2-3.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus was confirmed via the submitted computed tomography (CT) images. Furthermore, review of the submitted log files confirmed the reported low flow events; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained events from 28apr2025 ¿ 22may2025. Several low flow hazard events were captured from 10may2025 ¿ 22may2025, with the low flow events captured on 22may2025 appearing constant for approximately 45 minutes. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate ii lvas. This section also addresses pump parameters, including pump power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no abnormal labs were noted at the time and the patient was asymptomatic.